Manufacturer narrative:
H.6. Investigation: one sample was returned for evaluation by our quality team. The product was received with the protector detached from the vial. Through visual inspection, no damage was noted and no leakage was observed. A device history review could not be performed as no lot information was provided. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that two protector p14j experienced leakage. The following information was provided by the initial reporter: when preparing keytruda(chemo) 2x100mg, it reaked from the connection of the vial and the protector. Then hcp disengaged the connection and drew the drug by needle. Customer commented the pin hole marks in line were protector and injector.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two protector p14j experienced leakage. The following information was provided by the initial reporter: when preparing keytruda(chemo) 2x100mg, it reaked from the connection of the vial and the protector. Then hcp disengaged the connection and drew the drug by needle. Customer commented the pin hole marks in line were protector and injector.